Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported during drain 4 of 4 the cycler alarmed for air detected in the cassette and drain complications. Treatment was discontinued. When the cassette door was opened fluid was found to be leaking. The source of the leak could not be identified. The cassette was discarded. During later follow up the patient reported that he had no complications from the event.